Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having issues with the reservoirs. Customer's blood glucose is 498 mg/dl. Customer treated with a manual injection. Customer stated that she does have a back-up plan. Customer stated that the alarm occurred previously and the alarm occurred during bolus. Customer stated that the alarm is recurring. Customer stated that the issue has not been resolved. Customer stated that she has changed the infusion set and reservoir several times. Customer was advised that the pump is working as designed. Customer was unable to troubleshoot at the time of the call because she is at work. The cause of the issue was not able to be determined.